Event description:
It was reported that the patient experienced a shocking or jolting sensation when using the programmer. No fall or trauma was reported. The implantable neurostimulator voltage was adjusted from 5.3v to 1.2v and the stimulation was reported to be comfortable and in the correct area. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient came to see her hcp with worsening symptoms. She experienced the strong shocking sensation when trying to adjust her system. The printout from the device interrogation showed normal impedance. The date the patient was reprogrammed and returned to comfortable stimulation was (B)(6). The patient did not require hospitalization and there was no injury.

Manufacturer narrative:
Lead: model: 3093-28, (B)(4), implanted: 2006-(B)(6) , explanted: unknown; extension: model: 3095-10, (B)(4), implanted: 2006-(B)(6), explanted: unknown; programmer model 3031a , (B)(4).